Event description:
Healthcare professional reported, a reason for removal. Noted, as "down size" and "tension". Healthcare professional, later confirmed, scar not closing. This record represents the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "impaired healing" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: impaired healing.